Event description:
Additional information stated ¿it¿s very uncomfortable.¿ it was reported the patient had to ¿roll out of bed¿ and ¿to sit on the toilet was very painful.¿ it was noted the patient took their daughter to a football game and had to stay in the car because they ¿couldn¿t walk.¿ it was stated the patient had numbness in their right arm. It was noted the patient felt like they were being stuck with ¿1,000 pins.¿ it was noted the patient went to see the chiropractor to ¿get some kind of relief because they were in so much pain.¿ it was stated that when they stimulator came on it's own it ¿scared¿ the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-75 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3778-75 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since (B)(6) 2012, the patient had a burning sensation at the device implant site and felt like the implantable neurostimulator (ins) "jiggled around." The reporter stated that this happened at "random times" but was mostly noticed at night before bed and when the patient got up in the morning. It was noted that it happened even when stimulation was off. It was reported that when stimulation was off, the patient felt that there were times that stimulation "kicked on." It was reported that the patient had contacted her doctor about the issue in the past and was told by a nurse that there was "no way anything could move around." It was noted that the patient tripped and fell on her right shoulder in (B)(6) 2012. Three weeks later, the patient's pelvis area "locked up" and she was not able to bend. The reporter stated that the patient went to a doctor who told her that one side of her body was longer than the other. It was noted that the patient also went to a chiropractor. It was reported that the patient also had a tingling sensation in her right arm and sometimes in her feet. This sensation had gone on longer and started before (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.